Event description:
It was noted that a patient's implantable cardioverter defibrillator (ICD) presented with far r oversensing. Programming changes were made to restore normal parameters. The patient was stable.